Event description:
Reporter alleged blood glucose measured 206, 201, "lo", and 244 mg/dl when all tests were performed back to back within a few minutes of each other. No treatment was received or actions taken as a result reportedly. A request was made for the return of the suspect device and replacement product was sent.